Manufacturer narrative:
An internal investigation was initiated due to discrepant results on vitek®2 v7.01 ast- n340 card for amoxicillin/clavulanic (amc), ceftazidime (caz) and piperacillin/ tazobactam (tzp) with a strain of klebsiella pneumoniae. Agar dilution (ad) with an increased concentration of clavulanate acid which was the method used for amc01n development on ast-n340 card according to clsi : amc mic = 4/2 mg/l s . Agar dilution (ad) which was the method used for caz01n development on ast-n340 card : caz mic = 0.5 mg/l s. Broth microdilution (bmd) with a constant concentration of tazobactam, which was the method used for tzp03n development on this card : mic = 4/4 mg/l s. Product & system incriminated vitek 2 v7.01 (aes parameters : casfm eucast 2016 + phenotypic). Two (2) cards (one from the customer lot 7800427203 cl and one from a random lot 7800341103 rl) were tested. For caz : the caz value ([?] 1 mg/l s) is within essential agreement with the reference mic (ad = 0.5 mg/l s), and no category error. Customer result was not reproduced for caz (caz mic = 2mg/l I). Conclusion : for amc and caz, the results are in essential agreement compared to the reference methods (agar dilution). Intermediate & resistant customer results were not reproduced. The rdcs study confirms a slight overestimation of piperacillin/ tazobactam (+2 doubling dilutions compared to bmd), which leads to a minor error of category only on the customer lot. On the random lot, the tzp result is within essential agreement compared to the reference method (bmd). Intermediate customer result for tzp is then partially confirmed (1/ 2 lots). Vitek 2 ast-n340 cards performed as intended for amc and caz; minor category error for tzp.

Event description:
A customer from (B)(6) reported to biomérieux discrepant ceftazidime (caz) results for a klebsiella pneumoniae sample in association with the vitek® 2 ast-n340 test kit (lot 7800427203). The customer stated there was no mutant resistance detected for caz and amc (amoxicillin) by vitek® 2. The customer reported testing with two cards, using cps and cos media. The results were: first card: vitek® 2: caz = cmi </=1 s, with amc cmi =8 s. Disc diffusion : caz diameter = 19 mm I with colony of mutant resistant, amc diameter =11 r. Phenoype detected pase acquired. Second card: vitek® 2: caz = cmi 2 I, and amc >16 r. Disc diffusion: caz diameter =13mm r and amc=10mm r. Phenotype detected: blse, hyper shv1. (Casfm 2016 : cmi s <=1 r>4 et diffusion s>=22 mm r <(><<)>19). The customer stated that an incorrect result was not reported to the clinician, and patient results and treatment were not impacted. The customer reported there was a delay greater than 24 hours for reporting results. A biomérieux internal investigation will be initiated.